Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl and that they had two sensors that malfunctioned. The customer had symptoms such as feeling sick and that their muscles were seizing. The customer did not indicate a form of treatment the customer did not provide their blood glucose level at the time of the call. The customer did not provide information on events leading up to the incident. The insulin pump was in automode at the time of the incident. The customer declined to troubleshoot the issue. The product will not returned for analysis.